Manufacturer narrative:
A supplemental MDR is being submitted due to clinical evaluation being completed. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results indicate chest compressions being performed throughout the procedure may have caused or contributed to the valve embolization. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the implant patient registry that on the same day as a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve the patient expired. As reported by the field clinical specialist (fcs), a valve in valve was being done in a 29 mm evolut pro+ transcatheter valve in aortic position to treat stenosis. Implanter was trying to cannulate the left main. The patient's pressure dropped and EKG changed. The transfemoral tavr procedure was performed using a 23 mm sapien 3 ultra resilia valve. The patient started coding prior to the edwards valve insertion and CPR was initiated. The commander delivery system (ds) was prepped and inserted. The valve was positioned and deployed successfully. The patient did not have a pulse at the time of inflation and the valve shifted ventricular during inflation and landed too low at the bottom of the evolut (the plan was to land at node 4). A transesophageal echocardiogram (tee) was performed and severe paravalvular leak was noted and it was decided to insert a second valve. The second valve 23 mm sapien 3 ultra resilia valve and ds were inserted and deployed higher than the first sapien 3 ultra resilia valve. Post deployment of the second valve, both valves embolized ventricular. The patient continued to fibrillate and lose pulse. CPR was performed throughout the case. X-ray then showed that both 23mm sapien 3 ultra resilia valves had embolized in the left ventricular a couple minutes after deployment. The valves had shifted during inflation. The perceived cause of death was reported as the patient coding prior to the edwards valve insertion and severe aortic insufficiency.

Manufacturer narrative:
The investigation is still ongoing.